Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a meal while glucose was already trending low, with the meal announcement not accounting for current glucose level and contributing to further glucose decline. Symptoms included vomiting and headache. Outcomes included urgent low glucose alerts and time below range, with a documented nadir of 38 mg/dl for about 30 minutes, and no professional medical intervention. Investigation included product use history review and user interview. Investigation of this case revealed user error related to announcing a meal during hypoglycemia, and troubleshooting and education were provided to treat lows before meal announcements. It was concluded that the device functioned as designed and that user training mitigates recurrence.